Manufacturer narrative:
The device is available for evaluation, however has not yet been received. E1 - initial reporter phone has an extension # (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where a report of leakage on micron filter during infusion was received. An unknown chemo drug is the medication involved. There was no chemo exposure to the patient or healthcare provider. There was patient involvement but no patient harm and no healthcare provider harm.

Manufacturer narrative:
D9 - date returned to mfg on 1/10/2024. Received one used 142560488 primary plum set for inspection. As received, the filter at the vent plug juncture and the filter vents of the 0.2 micron filter were wetted out with prior infusate. The set was leak tested per product specifications. There was leakage at the filter vents of the 0.2 micron filter from various locations. The reported complaint can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to a prior infusate interaction. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.